Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery of insulin to the patient. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2016: device evaluation: the device has been returned and evaluated by product analysis on 05/18/2016 with the following findings: review of the black box data revealed record of an unexpected power on reset event on (B)(6) 2016. The returned battery cap was intact and fit securely to the pump and was able to maintain electrical connection during the investigation without the pump rebooting. On investigation, the pump powered on normally. Ez-prime steps were successfully performed and the pump exercised without loss or interruption in power. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad and the display screen was found to be dim/faded and discolored.